Manufacturer narrative:
Unit received with intermittent button response during testing due to broken trace on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the center button and down arrow unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer reported that the all buttons were responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.